Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware (tmc devices: 8 screws, 2 plates, interfering screw and transverse screw; non-tmc device: headless screw) was removed in a revision surgery on 09/21/2022 due to pain. Additional information indicates the patient's bones were fully fused, the patient was non-compliant and had poor bone quality. No devices were returned for evaluation. The device history records were reviewed and no nonconformance's or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Additional tmc devices explanted in the same revision surgery were reported in mdrs 3011623994-2022-00094 and 3011623994-2022-00095. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible that the patient's non-compliance may have contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware (tmc devices: 8 screws, 2 plates, interfrag screw and transverse screw; non-tmc device: headless screw) was removed in a revision surgery on (B)(6) 2022 due to pain. There were no deficiencies or malfunctions alleged with any tmc device and no other patient outcomes were reported as a result of this event.